Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips reporting that a battery will no longer charge. There is no patient involvement.